Event description:
When the device was used during a colon/rectum procedure, while trying to make the rectum resection the device fired, but staples remained open. It happened again with another like device so they finished the procedure by hand sewing. There was no reported pt consequence.